Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia, on peritoneal closure, the two threads easily broke. A new product was used to resolve the issue.